Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side implant is "¿losing form and [has] buckles¿ and ¿losing [¿] shape rapidly¿, pain and swelling in the breast and sore nipples", "hair loss that happens on a daily basis", and "deep tissue and joint pain, headaches, emotional and cognitive issues, menstrual problems. The events of headache, hair loss, emotional and cognitive issues, menstrual problems are not device related. The manufacturer of the device is unknown.